Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2107295) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('diffuse pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("adenomyosis lesions"), genital haemorrhage ("haemorrhages"), fatigue ("physical and mental fatigue"), mental fatigue ("physical and mental fatigue"), abdominal distension ("abdominal distension"), gastrooesophageal reflux disease ("gastric reflux"), musculoskeletal pain ("diffuse pain in joints + muscles"), ligament pain ("diffuse pain in ligaments"), tendon pain ("diffuse pain in tendons"), muscle spasms ("spasms or tetany"), discomfort ("feeling of acidity in the body"), feeling hot ("feeling of heat in the body"), inflammation ("iinflammation of the limbs"), oedema peripheral ("diffuse oedema of the limbs"), gastrointestinal motility disorder ("bowel motility disorders"), bladder disorder ("bladder disorders"), pruritus ("itching aggravation with ovulation") and general physical health deterioration ("gradually deteriorating general condition") and was found to have uterine leiomyoma ("leiomyomatous uterus (4 cm)"). On an unknown date, the patient was found to have malignant peritoneal neoplasm ("rare peritoneal tumour suspected to be peritoneal carcinoma"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and surgery and chemotherapy (hyperthermic intraperitoneal chemotherapy [hipec])). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, malignant peritoneal neoplasm, genital haemorrhage, fatigue, mental fatigue, abdominal distension, gastrooesophageal reflux disease, musculoskeletal pain, ligament pain, tendon pain, muscle spasms, discomfort, feeling hot, inflammation, oedema peripheral, gastrointestinal motility disorder, bladder disorder, pruritus and general physical health deterioration had not resolved and the uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, bladder disorder, discomfort, fatigue, feeling hot, gastrointestinal motility disorder, gastrooesophageal reflux disease, general physical health deterioration, genital haemorrhage, inflammation, ligament pain, malignant peritoneal neoplasm, mental fatigue, muscle spasms, musculoskeletal pain, oedema peripheral, pruritus, tendon pain and uterine leiomyoma with essure. The reporter commented: rare peritoneal tumour requiring reporting. Gradually deteriorating general condition with the onset of chronic and progressive physical and mental fatigue, the first signs of which (pain, haemorrhages, inflammation) the patient detected back in 2012-2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: rare peritoneal tumour requiring reporting: segment viii hepatic hypodensity, nodules in the greater omentum suspected to be peritoneal carcinoma; on (B)(6) 2021: after hysterectomy, bilateral salpingectomy: conclusion of macroscopic and microscopic examinations: multicystic mesothelioma in the uterine serosa and on the surface of both tubes. Leiomyomatous uterus (4 cm), adenomyosis lesions. Essure devices in both tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 26-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('diffuse pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("adenomyosis lesions"), genital haemorrhage ("haemorrhages"), fatigue ("physical and mental fatigue"), abdominal distension ("abdominal distension"), gastrooesophageal reflux disease ("gastric reflux"), musculoskeletal pain ("diffuse pain in joints + muscles"), ligament pain ("diffuse pain in ligaments"), tendon pain ("diffuse pain in tendons"), muscle spasms ("spasms"), tetany ("spasms or tetany"), discomfort ("feeling of acidity in the body"), feeling hot ("feeling of heat in the body"), inflammation ("inflammation of the limbs"), oedema peripheral ("diffuse oedema of the limbs"), gastrointestinal motility disorder ("bowel motility disorders"), bladder disorder ("bladder disorders"), pruritus ("itching. Aggravation with ovulation") and general physical health deterioration ("gradually deteriorating general condition") and was found to have uterine leiomyoma ("leiomyomatous uterus (4 cm)"). On an unknown date, the patient was found to have malignant peritoneal neoplasm ("rare peritoneal tumour suspected to be peritoneal carcinoma"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and surgery and chemotherapy (hyperthermic intraperitoneal chemotherapy [hipec])). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, malignant peritoneal neoplasm, genital haemorrhage, fatigue, abdominal distension, gastrooesophageal reflux disease, musculoskeletal pain, ligament pain, tendon pain, muscle spasms, tetany, discomfort, feeling hot, inflammation, oedema peripheral, gastrointestinal motility disorder, bladder disorder, pruritus and general physical health deterioration had not resolved and the uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, bladder disorder, discomfort, fatigue, feeling hot, gastrointestinal motility disorder, gastrooesophageal reflux disease, general physical health deterioration, genital haemorrhage, inflammation, ligament pain, malignant peritoneal neoplasm, muscle spasms, musculoskeletal pain, oedema peripheral, pruritus, tendon pain, tetany and uterine leiomyoma with essure. The reporter commented: rare peritoneal tumour requiring reporting. Gradually deteriorating general condition with the onset of chronic and progressive physical and mental fatigue, the first signs of which (pain, haemorrhages, inflammation) the patient detected back in 2012-2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: rare peritoneal tumour requiring reporting: segment viii hepatic hypodensity, nodules in the greater omentum suspected to be peritoneal carcinoma; on (B)(6) 2021: after hysterectomy, bilateral salpingectomy: conclusion of macroscopic and microscopic examinations: multicystic mesothelioma in the uterine serosa and on the surface of both tubes. Leiomyomatous uterus (4 cm), adenomyosis lesions. Essure devices in both tubes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.